Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the emergency room on (B)(6) 2017 at around 9-9:30 am due to low blood glucose. The customer had felt extremely hot and they blacked out. The customer¿s blood glucose at the time of admission was unknown as it was not checked. The customer¿s blood glucose after treatment was 107 mg/dl. They were treated with 5 glucose tablets. They were wearing the insulin pump at the time of the hospitalization. The insulin pump was not returned for analysis.